Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator ii snare was used in the colon during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure the snare advanced out of the sheath though handle was not manipulated; this event is most likely due to the handle cannula detaching. The procedure was completed with the same snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.